Manufacturer narrative:
E1. Initial reporter city: kumamoto kumamoto prefecture the device was returned for analysis. A visual and tactile examination of the device identified a hypotube kink. The kink was located at 51.3cm distal from the strain relief. This kink is consistent with excessive force having been applied to the shaft. A visual examination identified blood inside the balloon. This blood is consistent with a leak having occurred in the device. There were tears visible in the balloon material. As a result of the blood inside the balloon, the device was soaked in a water bath at 37 degrees celsius in order to soften the solidified blood to facilitate the inflation of the balloon. The device was later attached to an encore inflation unit and during an attempt to inflate the balloon, two pinhole leaks were identified. One pinhole was located at 4mm distal from the proximal markerband and the second pinhole was located at 2mm proximal from the distal markerband. No issues were noted with the balloon material which could potentially have contributed to the leaks. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the ballooon ruptured. The target lesion area was located in a severely calcified blood vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured at 6 atmospheres upon the first inflation. The device was removed using normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was stable after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that the balloon ruptured. The target lesion area was located in a severely calcified blood vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured at 6 atmospheres upon the first inflation. The device was removed using normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was stable after the procedure.